Event description:
A customer reported experiencing a cartridge change error with their pump multiple times since january 12, 2026, along with recurring occlusion alarms. Despite these issues, there was no adverse impact on the customer's blood glucose level. The customer removed the cartridge to inspect the o-ring and successfully loaded a new one, allowing insulin delivery to resume. However, due to the persistent problems, technical support recommended and initiated a pump replacement. The customer was informed about using the updated software, returning the defective pump, and setting up the new pump, including programming settings and connecting a continuous glucose monitor. The replacement process was understood and acknowledged by the customer, and a new pump was sent.